Manufacturer narrative:
This complaint is MDR reportable as intervention was required approximately 6 months after stent implantation. Pta, stent placement (misago stent / terumo) and thrombectomy was conducted. There were no zilver ptx devices of lot number c772905 in stock at the time of the complaint investigation. The stents were implanted in the pt therefore are not available for evaluation. With the information provided a document based investigation was carried out. Images were provided for this complaint. The images were reviewed by med institute and the customer complaint was confirmed as re-occlusion was evident. Pre existing conditions indicate that the pt suffered from diabetes and hypertension. Also, the pt has pre-existing and extensive arterial disease throughout the left leg. After zilver stent deployments, there was an untreated residual dissection along the length of the left sfa between the 2 zilver stents. The untreated dissection possibly caused the re-occlusion of the left sfa. Based on the above it may be noted that the pt had a number of risk factors that could have contributed to the thrombosis event. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction. A definitive root cause of this stent thrombosis cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It may be noted that thrombosis is known potential adverse effect as per instruction for use that accompanies this device. Health risk assessement was initiated for stent thrombosis. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, ziv6-35-125-6.0-120-ptx was placed in the left lower sfa to the above-knee popliteal artery. The lesion was 10cm and 50% stenosed with slight calcification. Additionally, a ziv6-35-125-7.0-60-ptx was also placed in the left upper sfa. The lesion was 4cm and 75% stenosed with slight calcification. On (B)(6) 2013, myocardial infarction of the pt was revealed. Pci was performed against this. On (B)(6) 2013, abi score was checked and occlusion in the distal area to the left upper sfa was confirmed. (Abi score was decreased) on (B)(6) 2013, occlusion in left lower sfa where 6.0-120 ptx was implanted, thrombosis in the area from distal part of the upper sfa to +/-5mm in 7.0-60 ptx placed in upper left sfa, and stenosis in right lower limb was confirmed. Against occlusion in left lower sfa, pta and stent placement was performed (misago stent / terumo). Against thrombosis in upper sfa pta, stent placement (misago stent / terumo) and thrombectomy was conducted and the stenosis in right lower limb was treated only with pta.